Event description:
The doctor indicated that the zi-real abutment fractured while the doctor was placing the abutment. It was also reported that the patient did not suffer an injury or infection.

Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures investigation results: upon visual inspection, found that the walls on this icap454 has been cut down to thin, therefore causing this component to fracture / crack in this manner.